Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit powered off while on a patient. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the unit powered off while on a patient. The customer informed the remote service engineer (rse) that the unit operated on battery power for over six hours. It was suspected the unit powered down due to battery depletion and possibly the unit not being connected to the main power. The customer requested onsite service. A philips authorized service provider (asp) went onsite to further investigate the reported issue. The philips asp reviewed the logs and confirmed the unit had been running on the battery for an extended time due to alarms, "runningoninternalbattery" and "lowinternalbattery" being recorded in the logs. The philips asp then performed a battery test and confirmed no issues found. It was determined that the unit had been running on battery for an extended period of time. The philips asp performed a battery test and found no issues found. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.